Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes are overfilling. There was no report of impact to patient or user. The following information was provided by the initial reporter. The customer stated: customer problem: sm (B)(6) overfilling.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes are overfilling. There was no report of impact to patient or user. The following information was provided by the initial reporter. The customer stated: customer problem: sm 367861_3163682 overfilling.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill was observed. Ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of overfill was not observed. Additionally, one hundred (100) retention samples were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.1. Medical device lot #: 3163682. H.1.device manufacture date: 12-jun-2023. D.1. Medical device expiration date: 31-oct-2024.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes are overfilling. There was no report of impact to patient or user. The following information was provided by the initial reporter. The customer stated: customer problem: sm 367861_3163682 overfilling.